Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was suspected for fracture. As a result, the rate/sense portion of this lead was surgically abandoned. There were no reported adverse patient effects beyond the need for early surgical intervention to addresss this issue.

Manufacturer narrative:
To date, information suggests that this rv lead has been returned to boston scientific. The investigation is considered closed at this time. If new information were to become available, this report will be further evaluated and updated.